Event description:
Alleged the siderail will not latch in the raised position.

Manufacturer narrative:
The account indicated the siderail would not latch in the raised position, and found the mounting for the siderail was bent. The mounting bracket was replaced to repair the bed.